Event description:
The patient experienced intermittencies, which could not be resolved. The device was explanted on (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.